Event description:
A problem was first reported on 5/27/94, with the pencils. The pencils were not sufficiently holding the needles, and when inverted the needles would fall out of the units. In conversation with the MFR rep, the problem has been identified with the units signified with the letter k in the lot numbers. They have shown that the needle shaft of the units was too large. On friday, july 22nd, another shipment of pencils was received at hosp, despite MFR's agreement to discontinue shipping the models to rptr's hosp. The vendor was informed and the units were returned immediately.